Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: a vyaire medical service technician was unable to verify customer reported complaint that states "the light for sense will flash but the vent will not deliver a breath." The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the revel ventilator was not delivering breaths while in non invasive positive pressure ventilation (nppv). At this time, the customer has not provided information regarding patient involvement.